Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported that the device shut off without notice while in patient use. No specific event details were provided. The device was removed and therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.